Event description:
This is a follow up report to a patient reported adverse event (mw5171115). The symptoms initially described by the patient as consequence of laser treatment were all present before laser treatment. Speaking difficulties appear to be due to a congenital tongue tie. Worsening of the sleep apnea after laser treatment, as claimed by the patient, may be attributable to the natural course of sleep apnea, which can worsen over time. The patient underwent a single laser treatment session, which is insufficient to obtain a full or lasting effect.

Manufacturer narrative:
According to ent clinical expert opinion, it seems unlikely that the symptoms as described by the patient are a consequence of laser treatment. Also, based on limited data available it cannot be confirmed that our device was used for treatment. Although the likelihood is considered low, considering unavailability of patient or facility contact information, we cannot definitively exclude the possibility that one of our devices may have contributed to the reported event. Therefore, out of abundance of caution, we are hereby reporting this event. Should any additional relevant information become available a supplemental report will be submitted.

Event description:
A patient reported an adverse event (mw5171115) following sleep apnea treatment, claiming long lasting severe side effects such as speaking difficulties and worsening sleep apnea. The patient requested to remain confidential therefore no other information than those reported are available.